Event description:
The customer reported to beckman coulter (bec) that approximately 25 ml of clenz fluid leaked from coulter lh 500 hematology analyzer and onto counter top. The leak was not contained within the instrument. The customer also reported ¿ambient temperature¿ errors. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The customer technical specialist (cts) assisted customer in locating broken I-beam tubing at pinch valve 37. The customer replaced the tubing, resolving the leak. A beckman coulter field service engineer (fse) was dispatched to the customer site to address the "ambient temperature" errors. The fse inspected the instrument and was not able to replicate the error and could not find issue with the instrument. Service activity performed was verified to meet the specified requirements per established procedures; results meet published performance specifications. System validation was documented in customer quality control (qc) record. Failure mode of the leak was related to broken I-beam tubing at pinch valve 37. (B)(4).